Event description:
A report was received that the patient was having sharp pains at the ipg site. The patient felt like she was burning and had a fever. The physician did not believe that the patient had an infection. The physician prescribed medrol dose patch and flector patch to the patient to ease the pain. The patient was reprogrammed around the ipg site and was reportedly doing well after being reprogrammed.

Manufacturer narrative:
This is the final report.